Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated and section h6 medical device problem code updated. The device or accessories were not returned to zoll medical corporation for evaluation, but the device log was provided for review. Analysis of the log found evidence of artifact that appears to have interfered with pacing the patient. The x series operator's guide page 1-17, please refer to the guide's warning of artifact during pacing use: -the pacing rate determination can be adversely affected by artifact. If the patient's pulse and the heart rate display are significantly different, external pacing pulses may not be delivered when required. -artifact and ECG noise can make r-wave detection unreliable, affecting the hr meter and the demand mode pacing rate. Always observe the patient closely during pacing operations. Consider using asynchronous pacing mode if a reliable ECG trace is unobtainable. Analysis of reports of this type has not identified an increase in trend.

Event description:
The complainant alleged while pacing a patient (age and gender unknown), the device was unable to pace and capture the patient's heartrate effectively. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.